Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical devices: 5076-58 lead, implanted: (B)(6) 2002. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited steadily increased impedance. An alert triggered for out of range impedance measurement. The lead remains in use. No patient complications have been reported as a result of this event.